Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 410 mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had no symptoms. The customer treated with the insulin pump bolus. Customer's blood glucose value was 407 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. There were no leaks. There were no site or insulin issues. The customer noticed an air bubble in the reservoir and also change the infusion set. Customer was advised to monitor the insulin pump and blood glucose. The product will not be returned for analysis.